Manufacturer narrative:
Device manufacture date now provided. The reported issue was caused by a damaged optical communication cable. The communication between the camera and portable inav was never initialized. A new cable was shipped to the field for use the next day. The second time around with the new cable, the system performed properly. Manufacturer analysis of suspect cable confirmed electrical issue caused event: a continuity test revealed opens from pin 5 of the lemo connect to pin 5 of the db9 connector and from pin 10 of the lemo connector to pin 2 of the db9 connector. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera showed one green light, power indicator, and the software showed black status, no communication to digitizer. In trouble-shooting, the navigation system was powered down, cable was re-seated and the system was re-booted, issue was not resolved. The limo connector was manipulated and there was a brief illumination of the second green light, communication indicator, however, this was not prolonged enough to sustain navigation. The surgeon opted to halt the procedure after being advised that navigation was unavailable. There was no harm to the patient reported.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the patient had just gone under anesthesia when it was noted the camera status was black. The surgeon chose to cancel the procedure and re-schedule. Return requested. Replacement cable shipped to site 05/04/2015. The replacement cable was returned to manufacturer on 05/21/2015, unused. No other parts have been received by manufacturer for analysis. No further issues have been reported.